Manufacturer narrative:
Field service engineer reported there was not a "no fluoro" issue when he arrived on site. The fluoro worked normally. The only issues described by customer was dark images they got during this case which they felt were due to loss of fluoro. Fse troubleshot the dark digital shots; measuring the max fluoro dose, fluoro entrance dose, digital spot entrance dose and confirmed that all were within MFR's specs. Fse reviewed the digital spot images taken on (B)(6) 2011 and noted the default setting for the adult digital spot was set to 70kv, 160ma at 2.00 sec. Fse explained to staff these settings were inadequate to use on the procedure for the (B)(6) pt. Fse explained how to achieve better image results due to pt size. Fse performed camera calibration and the calibration passed. Fse completed a checkout of the system per the hut service checklist and unit returned to full service by the customer.

Event description:
On (B)(6): dir of surgical services reported that a physician was performing an endoscopic retrograde cholangiopancreatography procedure (pt info not provided) when fluoro failed. Customer reports the physician completed the procedure by endoscope, and they had no further info other than there was no pt incident. No injury reported.